Event description:
It was reported that the customer experienced low blood glucose and hypoglycemia. The customer's blood glucose was 1.5 mmol/l. The customer stated that the paramedics were called on (B)(6) 2015. The customer was not subsequently hospitalized or injured due to the low blood glucose. The customer had also been receiving the low battery alarm on the insulin pump. Troubleshooting was done. Upon checking the alarm history in the insulin pump, the customer stated that she also received the software error alarm and motor communication alarm. Explained the alarms to the customer. The customer stated that she did a fill while connected to the insulin pump and believed this was the cause of the hypoglycemic event. Nothing further reported.

Manufacturer narrative:
Additional testing information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery accuracy test.

Manufacturer narrative:
The insulin pump passed functional testing including basic occlusion, seat, rewind, occlusion, displacement and force sensor test. No pump error 4 alarms noted. No unexpected low reservoir alarm or low battery alarms noted during our testing. The error 53 was generated on this insulin pump due to main cpu abort exception and undefined instruction exception. This is related to cpu hardware, the processor was not working correctly. This problem is intermittent. No cosmetic damage noted on the insulin pump assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.